Manufacturer narrative:
(B)(4) date sent: 6/7/2016. Batch # unk the lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when the device only stapled partially, were the staples formed properly? Did the device cut? If yes, was the cut line complete? If yes, were the staple line and the cut line equal in length? No additional information is available. The information on the medwatch form is the extent that is available.